Event description:
The nature of the event was that a construct was implanted for a capitolunate fusion, but upon flexion of the wrist to place another screw, the construct cracked out of the bone and lost fixation. The implants were removed and 3 headless compression screws were used to successfully complete the case.